Manufacturer narrative:
H6: problem code 1437 captures the reportable event of fiber connector overheats. H10: investigation results: a flexiva ID 365 laser fiber was returned in one piece. The fiber measured approximately 278.3 cm from the top of the connector to the tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. Visual examination revealed that light cannot travel to the fiber face within the sub miniature-a (sma) connector to illuminate it indicating that the fiber is broken within the connector, likely as a result of handling during setup of the procedure, resulting in the connector overheating and confirming the complaint. Review and analysis of all available information indicated that the root cause is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 365 laser fiber was used in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly the laser unit used was a moses p120 watt console. According to the complainant, during the procedure, it was noted that the laser fiber was not emitting enough laser energy to break the calculi. The staff checked the fiber and found that the fiber connector was hot to touch. Reportedly, the staff was not burned. The procedure was completed with another flexiva ID 365 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 365 laser fiber was used in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly the laser unit used was a moses p120 watt console. According to the complainant, during the procedure, it was noted that the laser fiber was not emitting enough laser energy to break the calculi. The staff checked the fiber and found that the fiber connector was hot to touch. Reportedly, the staff was not burned. The procedure was completed with another flexiva ID 365 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.